Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Approximately (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2018, the stoma insertion site looked "neat" with no redness and a little exudate. On (B)(6) 2018, it was reported that the patient's blood infection values were increased and it was presumed that there was a slight infection at the insertion site. The patient was treated with unspecified intravenous antibiotics. On (B)(6) 2018, an echo and a CT did not indicated any problems and repeat blood sample revealed a decreased infection value. On (B)(6) 2018, it was reported that the insertion site looked slightly purulent and antibiotic treatment was ongoing.